Event description:
It was reported that during surgery the graft was getting bound up and there are bends on the mesher related to the comb being bent. No harm or surgical delay was noted diligence is complete.

Manufacturer narrative:
This incident has been recorded under (B)(4). G2: foreign - event occurred in canada. E1: telephone- (B)(6). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.